Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The dose was reduced and the foot pedal delays were tested. No additional repair information is available. This event could be a possible accidental radiation occurrence.

Event description:
The customer reported that the 8800 system had a problem with the dose and foot pedal. No pt injury was reported.